Event description:
On july 20, 2022, caire received a report from vitas healthcare of the below incident: the patient was reported to have died in a fire reportedly caused by smoking while using oxygen.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The newlife intensity user manual contains warnings to avoid smoking or open flames near the device while in use. Caire attempted to have the unit returned for an investigation but did not receive a response from the customer. If any new information is discovered, a follow-up report will be submitted.